Event description:
The rep reported the pt was admitted to the hospital one day after an MRI was performed. Pump interrogation displayed a memory error message, stating the device parameters were not correct. The pt experienced withdrawal symptoms and was being supplemented on oral medications; the drug used in the pump was morphine. The hcp reported the pump memory was incorrect; the pump model number and calibration constant displayed incorrectly and were reprogrammed to the correct values. The pump now appears to be working correctly; the pt recovered and is doing fine.